Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a battery out limit. Blood glucose level at the time of the incident was 590 mg/dl, which had not been treated at the time of the call. Customer's mother stated that the customer had the device at the pool and it may have gotten too hot. The customer's mother was advised to seek medical treatment for the customer as she stated that they did not have a back up plan. The insulin pump was not replaced or returned for analysis.